Event description:
It was reported that blood leaked past the stopper into the barrel while using the bd luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: blood surpasses the stopper and comes in the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the stopper into the barrel while using the bd luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter: blood surpasses the stopper and comes in the barrel.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, leakage past the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no samples were received, no further investigation could be performed. Based on the quality team's investigation, the root cause of this incident cannot be determined.